Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead's pacing capture threshold had been gradually increasing for the past six to eight months. The rv lead's impedance was gradually rising. The lead had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.